Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Used a test keypad, the indulin pump responded properly to button presses. No frozen screen noted and the time advanced. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.